Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values, with difference of "30-60 points" when compared to competitor meter, while scanning the adc freestyle libre sensor. On (B)(6) 2021, unspecified low glucose scan readings were obtained, and the customer did not take her insulin dose due to this. On (B)(6) 2021, the customer reported she experienced unspecified hyperglycemic symptoms and was able to self-treat with insulin (dosage unknown), with no glucose reading reported. At 2 pm on (B)(6) 2021, the customer experienced hypoglycemic symptoms described as difficulty speaking and had a loss of consciousness. Unspecified non-hcp treatment was provided, and the customer was brought to the hospital where glucose tests were performed, the customer provided IV glucose treatment, and a CT scan, MRI, and ECG performed. The customer additionally reported she experienced a stroke; however, there is no indication that the reported device issue would have caused or contributed to a stroke, and customer indicated a previous health history of strokes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values, with difference of "30-60 points" when compared to competitor meter, while scanning the adc freestyle libre sensor. On (B)(6) 2021 unspecified low glucose scan readings were obtained, and the customer did not take her insulin dose due to this. On (B)(6) 2021 the customer reported she experienced unspecified hyperglycemic symptoms and was able to self-treat with insulin (dosage unknown), with no glucose reading reported. At 2 pm on (B)(6) 2021 the customer experienced hypoglycemic symptoms described as difficulty speaking and had a loss of consciousness. Unspecified non-hcp treatment was provided, and the customer was brought to the hospital where glucose tests were performed, the customer provided IV glucose treatment, and a CT scan, MRI, and ECG performed. The customer additionally reported she experienced a stroke; however, there is no indication that the reported device issue would have caused or contributed to a stroke, and customer indicated a previous health history of strokes. There was no report of death or permanent injury associated with this event.